Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized in two different occasions for diabetes ketoacidosis. Troubleshooting was performed. The customer stated that the doctor determined the insulin pump was not functioning. Found the customer had bent cannulas and no delivery alarms. The customer stated that she changed the infusion set and reservoir multiple times and the device continued alarming. No further information was provided.